Event description:
The customer reported that during a laparoscopic salpingo-oopherectomy procedure, the device repeatedly self-activated when it was in the hand-held position. The problem started right away when the surgery began. Another device was opened and used to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used ls1037 device was received for evaluation. Visual inspection found no defects. The device was activated multiple times on simulated tissue with acceptable results and a visual seal effect was observed. The device activated normally and stopped activating when the button was released. The sample did not activate on its own without pressing the activation button. Covidien could not confirm the customer's report. A device history review was completed and no entries pertinent to the customer's report were noted.